Event description:
The customer reported that while pipetting microwell plates on summit, the operator reported that the summit did not pipette into row h. No error was generated by the summit. No death or serious injury was associated with this incident.